Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of a carotid-cavernous fistula, approximately 2 cm of the guidewire distal tip broke off and was left inside the fistula. There were no reported clinical consequences to the patient.